Event description:
The pts ins was no longer holding a charge. Starting over a month ago they had to recharge the ins every 2 days. Pt claimed they called patient services a couple months ago and was sent a new controller but still had the same issue of ins charge frequency. Pt had an appointment at the end of the month with their hcp and pt wanted a rep there. Agent provided nas phone number and pt said their hcp won't call it.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the circumstances that led to the ins not holding a charge was the patient had several programs running at once. The patient's device was now 8 years old, the patient thought it was maybe time for a new device. The patient's representative reset their remote, tested their new program and was talking to the patient's doctor about upgrading unit. The issue was not yet resolved but charging was better and pain control was also better.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.